Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant during the procedure, the stent delivery system was passed through the patient's moderately tortuous anatomy. Once in position, the physician attempted to deploy the stent; however, only one-third of the stent could be deployed before meeting resistance. The stent could not be successfully deployed or reconstrained and was removed from the patient. Outside of the patient, during examination, the stent was able to be fully deployed. There was no noticeable damage to the stent or delivery device. The procedure was completed with a second wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed from the delivery system. There were no issues with the profile of the deployed stent. Minor kinks were observed in the outer sheath of the delivery system, where the stent was mounted. A functional evaluation was performed, and no issues were found when retracting the outer sheath and moving it distally. There were no issues with the inner lumen. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6) 2010. According to the complainant during the procedure, the stent delivery system was passed through the patient's moderately tortuous anatomy. Once in position, the physician attempted to deploy the stent; however, only one-third of the stent could be deployed before meeting resistance. The stent could not be successfully deployed or reconstrained and was removed from the patient. Outside of the patient, during examination, the stent was able to be fully deployed. There was no noticeable damage to the stent or delivery device. The procedure was completed with a second wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The patient's exact age in unknown; however, the patient was reported to be over 18 years old. (B)(4) (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.